Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The full event site name is st joseph regional medical center. During a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the unit did not pass electrical safety tests as a result of the broken ground prong of the ac cord. It was further reported that the iabp unit was taken out of service until repairs were completed. The fse completed a pm service with calibration, and performed all functional and safety checks to meet factory specifications. However, the customer did not request for getinge to repair the iabp unit involved in this reported event. Pursuant to a conversation with the customer, the getinge fse was advised that the customer fixed the reported issue by cutting off the end of the broken ac plug, pulled the insulation off the wires, and then connected a new medical grade ac plug onto the cord. Furthermore, the fse was advised that all performance and safety test passed.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the ground prong of the cardiosave intra-aortic balloon pump (iabp) had broken off from the ac cord. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the ground prong of the cardiosave intra-aortic balloon pump (iabp) had broken off from the ac cord. There was no patient involvement, and no adverse event reported.